Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the lesion was located in the distal right coronary artery (rca) and was moderately tortuous, heavily calcified, and 100% stenosed. The 2.5 x 12 mm minivision stent delivery system (sds) was advanced towards the lesion but failed to cross the lesion. During sds withdrawal, the stent implant dislodged from the stent delivery system balloon. The stent implant was retrieved using a snare device. Then, the 2.5 x 15 mm mini vision sds was advanced towards the lesion, but it also failed to cross the lesion and the stent dislodged when the sds was withdrawn. The dislodged stent implant was retrieved using a snare device. The physician commented that the dislodgements occurred due to the lesion being challenging. Reportedly, there were no adverse pt effects. No additional event or pt information is available.

Manufacturer narrative:
(B) (4). (B) (4).